Event description:
It was reported that the patient experienced symptomatic diaghragmatic stimulation and loss of left ventricular (lv) capture. The patient's device was programmed to disable lv pacing and the lead was revised the following day. During the revision procedure, the dislodged lv lead was removed. The first attempted replacement lv lead could not be placed because the target vein was too small and torturous for the lead. The second attempted replacement lv lead could not be placed in the target branch because of a spasm/occlusion. Neither of the two replacement leads were used. A third replacement lv lead was successfully placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : the full lead was returned and analyzed. Analysis results revealed there were no anomalies found. Blood/body fluid was present on the distal conductor. All conductors were observed to be distorted. (B)(4) : the full lead was returned and analyzed. Analysis results revealed there were no anomalies found. (B)(4) : the full lead was returned and analyzed. Analysis results revealed there were no anomalies found. Blood/body fluid was present on all conductors.